Manufacturer narrative:
The 510(k) # is k061118.

Manufacturer narrative:
Follow-up#1 (06/09/2011): the lay user/patient's meter was returned to lifescan; however, product analysis on the meter is not required because the meter is unrelated to the issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini system kit was missing test strips. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010. The patient's testing frequency is not known; however, the patient indicated she manages her diabetes with oral medication and with diet and/or exercise. The patient denied taking any action in response to the reported meter issue. After the alleged issue occurred, it is not known if the patient monitored her blood glucose with another device and it is not specified if the patient purchased a vial of test strip on her own and began testing with the onetouch ultramini meter. As a result of the alleged issue, the patient claimed she developed symptoms of double and blurry vision; the date/time the patient developed the reported symptoms are not specified and the patient's blood glucose results prior to the onset and during her reported symptoms are not known. According to the csr's documentation, the patient had a doctor's office visit on (B)(6) 2011; however, the patient denied receiving any medical intervention/treatment. At the time of troubleshooting, the csr educated the patient on the correct contents of the system kit; the patient was informed that test strips are not included with the onetouch ultramini system kit. Replacement products were sent to the patient. There was no missing product from the system kit; lfs no longer includes test strips with the meter. However, this complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.